Event description:
It was reported by the rep the device was used during a thoracoscopy with a pulmonary wedge resection. It was reported according to the or director, the surgeon fired the ez45g across the lung and when he went to remove the device from the tissue, the reload cartridge came out of the jaws and stayed attached to the lung tissue. She said it appeared that the staples did not form completely, so he fired several reloads on the tissue proximal to the staple line and eventually was able to remove the specimen. Extended or time due to extra firings required to remove the specimen. There was no consequence to the patient.